Event description:
The customer reported a catheter restriction alarm on a femorally inserted iab that was not resolved after restarting the pump multiple times and exchanging consoles. Follow-up confirmed the patient was taken to the cath lab for planned balloon catheter removal and replacement; no patient harm or injury was reported.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.